Manufacturer narrative:
Evaluation summary: the zirconium abutment and screw were returned for evaluation. Visual inspection revealed the base of the abutment was fractured. Microscopic evaluation revealed the fracture originated above the neck of the internal lobe connection. The portion of the abutment containing the lobes had been completely separated from the body of the abutment, and a portion of that separated section has not been returned. Due to the inherent nature of the material, failures of this type are not unexpected. The root cause can be attributed to user technique and/or operational context. Also, fractures can occur at the base of the zirconium abutment if a torque setting over the recommended 30 ncm is applied. Furthermore, misaligned internal lobes at the connection during placement is another potential cause of zirconium abutment fractures. Visual analysis also revealed that the abutment was prepped and then fitted to the crown. Another fracture was located at the head of the abutment's retaining screw, and just below the area where the crown was positioned. This may have occurred when the crown was cut off and removed by the restorative dentist. Product is supplied by keystone dental as a non sterile part, (B)(4).

Event description:
A (B)(6) female patient had implants placed at the 4 and 13 sites on (B)(6) 2010. On (B)(6) 2010, the patient was noted to have some loosening of the #4 restoration. The cause was felt to be the loosening of the screw from the zirconia abutment. The patient was referred to a restorative dentist. The restorative dentist removed the crown, by cutting it off, and it was removed without difficulty. The patient then presented back to her dentist, who attempted to tighten the abutment screw using a torque wrench, but the abutment was still loose. The dentist then removed the screw and found that the abutment had fractured. The coronal portion of the abutment was removed, and fractured porcelain was found to have been left in the abutment's lobed internal connections. Removing the fractured bit of porcelain was attempted using a titanium curette and an explorer, but the porcelain was wedged into position very tightly. A buccal sulcular incision was made and a very conservative flap was reflected for access and visualization. The dentist then removed the retained porcelain from the lobed connections. During this procedure, there was separation of the explorer tip, which was pulled into the suction. The site as then thoroughly examined and radiographed, and there was no porcelain or foreign matter from the explorer present. A 3mm tapered healing abutment was placed, and then two 3-0 chromic sutures were placed. A post-operative x-ray was taken and showed that the healing abutment was seated, and that there were no retained pieces of the explorer tip anywhere in the surgical field. The patient was prescribed over-the-counter tylenol or advil pain reliever. The patient was scheduled to return to the dentist in approximately two weeks, at which time a new zirconium abutment would be placed and torqued into position.